Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that this is the third time that he hasn¿t kept up his implantable neurostimulator battery, and the patient was wondering if he would need someone to restart it. The patient confirmed which screens he had been seeing for the past couple of months and he wasn't able to charge. Initially he said that he wasn¿t seeing anything, but then clarified that a doctor was on the screen, but he could not confirm what code was seen. His implantable neurostimulator was dead, and it ¿went out¿ (as in it went dead or turned off), and he has been managing pain with medicine. The patient was not able to charge the implantable neurostimulator. The patient noted that his family member had passed away in (B)(6) of 2017, and he knew it was happening, but just didn¿t care and managed pain with medicine since the implantable neurostimulator went out/went dead. Of the two previous overdischarge events, one was confirmed where the implantable neurostimulator was in a state where external devices would not connect, and he had a manufacturer representative come and sit with him for an hour and restart it. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient saw a reposition antenna screen on the recharger. The patient could not find their programmer. The patient mentioned that they have rotator cuff damage in their left arm and they needed to get an MRI. The patient mentioned they needed to get the device removed electively in order to get an MRI. The patient stated they would contact their healthcare professional (hcp). No further complications were reported.